Event description:
It was reported that the device was unpacked and after finding the defect, it was not used for the procedure. A second implant was used to complete the procedure. From reported photos, the reported device looks fractured. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Foreign source: poland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the anchor on the inserter tip is fractured. The carton and inner pouch were opened as designed and there are no punctures or damage to either. The anchor could be removed from the inserter prongs. Secondary to the anchor fracture, the inserter prongs are bent together, and the shaft is bent slightly out of parallel from the outer shaft. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. It was indicated that the product broke before use; however, as the packaging was not damaged and was opened, a definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.